Event description:
On two sets from this lot, rupture of the blood inlet pressure pod. Regarding the first set, problem appeared during rinsing of the set, regarding the second set, the inlet pressure pod came broken during disconnection of the set. In consequence, about 10cc of blood splashed on the staff (no splash in the eyes). No clinical consequence. One sample available for investigation.